Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
An olympus service technician reported that during an onsite visit the high flow insufflator was turning on and off. There were no reports of patient involvement.